Manufacturer narrative:
Arjohuntleigh has become aware of the customer complaint alleging that at the time of lifting the resident, using the sara 3000 standing hoist, the resident was reported to hook his left foot against the inner side of the device foot support plate. As an outcome, skin laceration on resident's little toe was reported. Medical intervention was needed. When reviewing similar reportable events registered for sara 3000 and similar active lift: excelsior, in the last 5 years (awareness date between 2012-jan-01 to 2017-mar-27), we have found any complaints that may relates to the issue investigated here note that. This was the only relevant issue found according to the investigation findings. According to that, this particular complaint appears to be an isolated occurence. The sara 3000 device involved in the event is an active resident lift. This device is designed to approach the resident from the front with the lift. The lift should be carefully pushed toward the resident to enable full lower leg contact with the knee support and position patient's feet on the foot support plate. The lifting procedures could be initiated only when the resident's feet remain in full contact with the foot support - please note that in this particular issue when the reported incident occurred, the resident's feet were not positioned on device foot support. This represent using the device against its intended use. It needs to be emphasized that the sara 3000 standing hoist is equipped with legs straps - accessory used to ensure the lower parts of the residents legs stay close to the knee support. They pass around the knee supports, then around the resident's lower calves. To fasten caregiver should click the strap into its socket as with a seatbelt and ensure that the straps are firm but comfortable for the resident. It is an additional feature and even without it the device can be used as intended in a safe manner. The intended use and use instructions per the IFU informs the user step by step how the lifting procedure shall be performed and how to apply the leg fixation straps around the resident legs. Once the resident is able to maintain the body weight balance and the straps are correctly applied it is not possible to pose any risk to the resident. In addition, transfer with using sara 3000 device shall always be performed under supervision of trained personnel "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." (IFU kkx81010m rev.12) sum up, from this evaluation it would appear most likely that the event might only result from using the device not in accordance to the IFU. Note that the customer was visited and interviewed by a local arjohuntleigh representative. At that time no device deficiency was found and from that perspective the system was up to specification at the time of the issue. The device was being used at the time of the event and played a role in the reported incident. Additionally sara 3000 was tested prior iec 60601 standard by (B)(4), during test it was not identified rough surfaces, sharp corners and edges. Evaluation of the presence of the sharp edges on the sara 3000 foot plate was additionally checked during internal test. The edges of the foot plate are not considered to be sharp and should not pose any threat to the user. When the IFU would have been followed (resident would be under constant supervision) and the professional assessment of the patient before transfer would be provided the event would have been avoided. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a customer complaint where the following was reported by the customer facility nurse: "put resident in sara lift and somehow his foot was placed underneath the foot pad and tore skin by little toe (required stitches)". The resident involved was reported to be able to bear some weight, but usually sits in a wheelchair (family purchased lift for facility).